Event description:
In april 2006 the lay user/pt contacted lifescan alleging that the test strip holder was missing from her one touch basic meter, the pt has not tested in a while and discovered that her meter was missing the test strip holder. She mentioned that the test strip holfer may have falled off. The pt reported that there was misuse of the product. On an unspecified date/time, the pt felt a little dizzt and was unable to test with her meter due to the missing test strip holder. The emergency services were contacted and treated the pt with IV. The customer care advocate replaced the products with ine touch ultra kit.